Event description:
Boston scientific received information that this patient was at the hospital after receiving 4 tachy shocks, all of which of appeared to be appropriate due to ventricular tachycardia. Upon interrogation, it was noted that although the shock impedance was within normal range, the right ventricular lead displayed a pacing impedance of greater than 3000 ohms, which had been 400 ohms only 5 months prior. Additionally, there was no capture on the lead at max output. The lead was evaluated with a chest x ray and fluoroscopy and it was suspected that a lead fracture may have occurred. The patient was sent to another facility to handle the lead issue. With current information, the lead remains in service with no adverse patient effects reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Additional information was received that the device associate with this right ventricular lead recently reached elective replacement indicator (eri). The noise, impedance, and fracture issues were noted to have been ongoing since the original allegation. The physician elected to turn tachycardia therapy off as the patient refused a replacement device. The patient is currently wearing a life vest monitor and the lead remains implanted at this time with no further remedial action planned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.